Manufacturer narrative:
The insulin pump buttons functioned properly. No button error alarms noted. However moisture damage noted on keypad traces during visual inspection. Missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.